Event description:
It was reported that during a laparoscopic nephrectomy procedure, on the first firing of the device (location of the tissue is unknown), no staples deployed. It is unknown what color reload was being used, it is also unknown what reloads were used afterwards. A same/like device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Cartridge pan the analysis results found that the (B)(4) device was received in good visual condition and without a reload present. After further analysis it was noted that a pan was in the device cartridge channel. The pan was removed; the device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. While conclusion could be reached as to what may have caused the pan to dislodge, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device gave an error five. The scrub tech was handed the device and wiped the tip and it broke off. Another device was used to complete the procedure. There was no adverse consequence to the patient.